Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for hyperglycemia, with blood glucose of 697 mg/dl. The customer stated that his doctor had informed him that his insulin pump was not working properly. The customer then mentioned that he had gone through an x-ray while wearing the insulin pump and that the insulin pump had given alarms since. Nothing further was reported.